Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two samples were provided to our quality team for investigation. Through visual inspection, it was observed that both packages were sealed with one having a 5/8" open seal with grid at the tip end of the package, and other sample having a tear across the top web; both packages compromising the sterility of the syringe. The condition observed is non-conforming per product specification. Potential root cause for the package seal integrity and package damaged defects is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3303141. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll eurographics package seal integrity was poor / questionable. The following information was provided by the initial reporter: when did the incident occur? Before use; sterile packaging open on one side in the box, not steril anymore.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.